Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers father reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 285 mg/dl. The customer was assisted with troubleshooting. Customer states they were unable to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer states when priming it shot out insulin and insulin pump was stuck in rewind loop. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to compromised force sensor system alarm.